Event description:
Subsequent to the supplemental report, additional information was received. Review of imaging shows insufficient views to determine the exact attachment of the mitraclip on the anterior leaflet. The patient is in stable condition and continues to be monitored.

Manufacturer narrative:
A cause for the reported foreign body in patient could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Nana.

Event description:
Subsequent to the initial report, additional information was received. Transthoracic echocardiogram (tte) was performed on (B)(6) 2021 and noted that the implanted clip appears to be attached to the anterior mitral valve chordae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported patient effect of mitral regurgitation (mr), as listed in the IFU, is a known possible complication associated with mitraclip procedures. Based on available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. Additionally, the reported mr was a cascading event of reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating degenerative mitral regurgitation (mr) with a grade of 4+. Patient anatomy included a short and restricted posterior leaflet and a thickened anterior leaflet. One clip was implanted and the mr was reduced to grade 2+. After clip implant, "smoke" was noted in the left atrium, indicative of a good reduction in mr. No adverse patient effect occurred. On (B)(6) 2021, transthoracic echocardiogram noted recurrent mitral regurgitation of grade 3+ and a single leaflet device attachment (slda). The clip detached from the posterior leaflet.